Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. However, probable causes for the image not being displayed include: ·the power switch on the main unit is not turned on. ·the menu (input select) is not set correctly. ·the monitor cable is not properly connected. ·the monitor cable is defective. ·the mode setting of the signal source (video system center, etc.) Is not correct. ·the harness to the liquid crystal display panel (lcd panel) is not connected. ·defective lcd panel. ·defective printed circuit board (qb board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegations was not confirmed. During the examination no image could not be reproduced. The investigation on is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus there was no image for the high definition lcd monitor. The issue was found during preparation for use, no procedure involved. There was no delay in the procedure and there was no patient under sedation at the time the failure occurred. There were no reports of patient harm.